Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the emergent endovascular treatment of a transected thoracic aorta. The proximal aortic diameter was noted as 21mm with a 120 degree arch angulation. It was reported during the index procedure, the stent graft that was implanted was noted to be 99 days expired. Despite this, the physician requested to use this product as it was perfectly sized for the anatomy. No issues with deployment or clinical outcome have been reported.